Event description:
It was reported that when the button to adjust the foot end of the bed was depressed it operated the head end of the bed. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing. A f/u report will be submitted with investigation results.